Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "da pcba adc reference failed" had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "da pcba adc reference failed" had occurred. The customer reseated the motor controller (mc) to data acquisition (da) printed circuit board assembly (pcba) cable and ran the unit for 8 hours. No issues were present at the time.

Manufacturer narrative:
The remote service engineer (rse) then advised the replacement of the flow sensor assembly. The customer replaced the flow sensor assembly to resolve the reported issue. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.